Event description:
Complaint alleged that during functional testing, the device displayed "system fault 36", "system fault 37", "defib disabled" and "pacer disabled" messages. Complainant indicated that there was no patient involement in the reported malfunction.